Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text : device not return.

Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed to a failure of the microprocessor crystal, y2. The device was scrapped by heartsine, and the customer receive a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.